Manufacturer narrative:
An error was identified on may 06, 2020. The incorrect g4 date was submitted in the 30-day initial as 03/12/2020. The correct date is 04/02/2020 because that is the date patient data was provided.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review and labeling review. The trending review did not identify a related adverse trend for the complaint issue and the likely cause lot number. Return testing was not completed as returns were not available. Field data was used to evaluate the performance of the architect havab-g assay. The number of standard deviations to the cutoff for the negative populations and the median values was reviewed. The values for lot 12026be00 are within their established limits and comparable to historical reagent performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect havab-g for lot number 12026be00 was identified.

Manufacturer narrative:
Patient identifier: sids (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect (B)(6) results for 3 samples. The following data was provided (units of measure = s/co): (B)(6) 2020 sid (B)(6) initial result = 1.33 (reactive), repeat with new lot number = 0.43 (nonreactive); (B)(6) 2020 sid (B)(6) initial result = 2.36 (reactive), repeat with new lot number = 0.83 (nonreactive); (B)(6) 2020 sid (B)(6) initial result = 1.02 (reactive), repeat with new lot number = 0.45 (nonreactive). The customer reported failed validation study samples when starting a new lot of architect (B)(6) assay. Additional data was provided for troubleshooting purposes only. The results of the validation study prompted the customer to perform repeat testing on the sids above. The initial reactive results were reported out of the laboratory and corrected to nonreactive. No impact to patient management was reported.